Event description:
During the procedure the physician experierenced resistance while advancing the guide wire through the guide catheter. The physician inserted the guide catheter into the pt. The physician attempted to advance a guide wire through the guide catheter and felt resistance. The physician inserted a second guide wire and felt resistance again. The guide catheter was removed from the pt and flushed with saline and a piece of foreign material flushed out the end of the guide catheter. The device was replaced with another to complete the case.